Event description:
Philips received a complaint on the piic ix speaker was malfunctioning as not communicating with the telemetry unit. The device was in use at the time. There were no adverse events or harm.

Manufacturer narrative:
Visual inspection found the speaker malfunction. Based on the information available and the testing conducted, the cause of the reported problem was speaker malfunction and the reported problem was confirmed. The device was operational after new speaker was supplied on work order (B)(4). The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened. The following functional tests were performed: volume of the speaker, alerting that it needed replacement.